Manufacturer narrative:
A technical and medical assessment were performed for the product. The resulting hazardous situations were a delay in surgery of less than 5 minutes for the procurement of a replacement femoral head and/or for the verification of the product. The potential harm associated with the hazard was identified as complications associated with extended surgery time less than 5 minutes. The level of severity of the harm is none (no adverse health consequences). The probability of occurrence of the harm is not applicable as there are no adverse health consequences. Therefore, it is likely this malfunction would not lead to serious injury or death if it were to recur.

Event description:
The head nurse in orthopaedics reported that the items have an orange sticker labeling that is confusing.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured to specifications. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection of the provided images confirmed the event. The pca head carton had an orange warning label present. This device should not have this warning label on its carton. For this discrepancy, an investigation was opened for the identification of a root cause and corrective actions.

Event description:
The head nurse in orthopaedics reported that the items have an orange sticker labeling that is confusing.

Event description:
The head nurse in orthopaedics reported that the items have an orange sticker labeling that is confusing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not returned.